Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the there was poor connectivity noted on electrode 8 when connected to the new battery. It was reported that all impedances were within normal limits except for 9 ¿ 10 with caution notes and 11, which was out of range and indicated ¿do not use.¿ the stimulation was reprogrammed multiple times in surgery and full coverage was attained without using contacts 9 ¿ 11. No symptoms or complications were reported.